Event description:
It was reported that a patient underwent a balloon kyphoplasty at l2 to treat a compression fracture. During the procedure, it was observed that cement extravasation occurred outside of the vertebra. The patient is asymptomatic and no patient injury was reported.

Manufacturer narrative:
(B)(4).